Event description:
The cut and coag buttons are in the wrong position on the pencil. When coag is pressed the output is coag and the same with cut. However, the normal location on the pencils are different from where they have been in the past.